Event description:
It was reported that during a heavily calcified common iliac intervention, the fox plus balloon ruptured during the first inflation at 7 atmospheres (atm). The device was removed without issue and the procedure was completed with another device. There was no adverse patient sequela and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The balloon rupture was able to be confirmed. Based on a visual inspection and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency regarding balloon ruptures. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue regarding the reported complaint. Based on the reviewed information, no product deficiency was identified.